Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was unknown at the time of incident. Customer was able to successfully clear the alarm. Customer was able to complete rewind the insulin pump. Customer reported that they performed self test and self test passed first time and failed second time. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low-level failures alarm noted during self test and confirmed in insulin pump history due to broken trace on keypad assembly.